Event description:
Patient developed red, raised, itchy rash where abdominal binder was.this facility has experienced multiple similar problems with this device over the last year. The manufacturer has been contacted and product has been provided to the manufacturer. As of this report, the cause of the problem remains unknown. Patients with no known allergy to latex are affected. The manufacturer has shared that there is no latex in this device.